Manufacturer narrative:
Date received by MFR: 19sep2019. The manufacturer¿s field service engineer (fse) confirmed the reported alarm led failure issue. The fse concluded the power switch overlay needed to be replaced. The fse replaced the power switch overlay to address the reported problem. No other abnormality was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported alarm (led) light emitting diode failed. There was patient involvement, but no one was harmed.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15aug2019.

Event description:
The customer reported alarm (led) light emitting diode failed. There was patient involvement, but no one was harmed.